Event description:
It was reported thar following the implant procedure, the patient with this new right ventricular (rv) lead experienced a pneumothorax episode, which resolved during hospitalization. Upon further investigation, the physician noted that this lead was not capturing, but sensing and impedance measurements remained within normal range. Since the patient does not require pacing; the physician made the decision not to perform a revision or replacement procedure and the patient was discharged. The cause of the reported loss of capture is unknown at this time. The lead remains in service and no additional adverse patient effects have been reported.

Event description:
It was reported that following the implant procedure, the patient with this new right ventricular (rv) lead experienced a pneumothorax episode, which resolved during hospitalization. Upon further investigation, the physician noted that this lead was not capturing, but sensing and impedance measurements remained within normal range. Since the patient does not require pacing; the physician made the decision not to perform a revision or replacement procedure and the patient was discharged. The cause of the reported loss of capture is unknown at this time. The lead remains in service and no additional adverse patient effects have been reported. Additional information was received. The cause of the reported high pacing threshold measurements and loss of capture has not been determined at this time. These observations were identified before patient discharge. The lead remains in service.